Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent plif surgery at l4/5 level for l4 spondylolytic spondylolisthesis. Intra-op x ray revealed that an implanted screw deviated from it's original position. The surgeon decided to stop recovery of the patient from anesthesia and re-positioned the screw. It was confirmed by the surgeon that the screw position was no more a problem before closing the surgical incision, and then completed the surgery. The surgical time was extended 16-30 min as a result of the event. No patient complications were reported due to this event.